Event description:
Approx three quarters of the way into a percutaneous procedure, blood was noted on drape and floor, and that stopcock had disconnected from introducer. The pt required two units autologous blood transfusion.